Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the belt was ripped, twisted, and the patient could not keep it on their back at all. The patient also reported their device was not charging all the way. They had to sit every few days trying to charge and it was not keeping the charge. The patient stated that they talked to their rep and they said the belt was not doing any good. They also stated that where the healthcare professional (hcp) put the ins was too high to put it underneath pants or anything. The patient stated they needed the belt. An email was sent to repair. No symptoms were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the stimulator not charging all the way was related to the broken belt. To resolve the issue, the patient received a new belt.